Manufacturer narrative:
After positioning a 9x39 and palmaz genesis on optapro in the calcified bilateral iliac artery lesions via bilateral femoral access, the physician decided to use a different size stent. Upon pulling the stents out through the unknown bilateral sheaths, the stents got stripped of the balloon. The end result was that the stents were implanted with a balloon at a location other than the intended site. Two 10mm diameter atrium stents were implanted. The patient had no symptoms and was reported to be fine. The stent appeared normal prior to inserting it into the patient. It was reported that there was no resistance while tracking the stent deployment system to the lesion or while crossing the lesion. There was no excessive force applied to the device during insertion or withdrawal. (B)(4): the stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15038953 sds-assy genesis subassembly lot 15037729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The stent retention values were reviewed and it was found that the results were accepted according to specification. (B)(4): the stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14138242 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Subassembly lots 14123007 and 14136690 were reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. Based on the limited available information and without the return of the delivery system for analysis, no conclusion can be made regarding the stent dislodgement during withdrawal through the sheath; however, lesion characteristics and procedural factors may have contributed. With review of the device history records, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products used in the same patient and reported under manufacturing report numbers 9610978-2010-00121 and 9610978-2010-00122.

Event description:
The information received indicated that the patient was admitted for treatment of lesions in the bilateral iliacs arteries. The lesions were calcified. The lesions were not pre-dilated. After getting the stents in place through the sheath, the doctor changed his mind and wanted to use a different size stent. Upon pulling the stents out through the sheath, the balloons popped off and the stents got "stripped off" the balloon. In an effort to retrieve the stents the doctor had to go in and tack up the stents with a balloon. The stents were implanted, but not at the desired location. Then two 10mm diameter atrium stents were implanted. There was no resistance experienced while tracking the stent deployment system to the lesion or while crossing the lesion. No excessive force was applied to the device during insertion or during withdrawal. The patient did not show any symptom and is fine. The stent appeared normal prior to inserting it into the patient. Both groins were stuck. There was no resistance experienced while passing the stent deployment system through the guiding catheter.

Manufacturer narrative:
The product is available for evaluation, but has not been returned yet. This is one of two products used in the same patient and reported under manufacturing report numbers 9610978-2010-00121 and 9610978-2010-00122. Additional information will be submitted within 30 days from receipt.